Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding the initial reporter section: occupation- unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge, however a small gap was present between the bottom of he handle and the activation knob. The returned catheter contained powder, some of which appeared to be a dark gray. When tested as returned, the device did not spray. The device did not discharge when deactivated and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed weakly. The catheter was attached to the nozzle and the device did not spray as intended. The device was disassembled and the tubes connecting the powder chamber, on/off valve, and low pressure valve contained powder. The front tube between the nozzle and powder chamber was disconnected and contained loose powder as well a clump of powder that would not break apart. The back tube leading to the low pressure value was disconnected and a small amount of loose powder was present in the tubes. A visual inspection of hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. The returned catheter was clogged, which is a possible root cause for the internal clog. However, we could not conduct a complete investigation because only one of the catheters were returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. . .note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package.". Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding the initial reporter section: occupation- unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used hemospray endoscopic hemostat. The customer opened the package and activated the carbon dioxide (co2). There was hardly any powder that came out. Then the customer opened another package with a different lot number and they had the same issue again. Additional information received on 11-june-2021 stated that the customer used a gold probe with adrenaline to treat the bleeding ulcer. It looked like it stopped the bleeding, but one vessel was still visible. So the doctor tried to use the gold probe one more time. When the gold probe was used, the vessel started to bleed again. It wasn't possible to stop the bleeding with adrenaline or with any other procedures. So we decided to use the hemospray to stop the bleeding temporarily so we can do the examination again the day after. We dried the work channel 3 times with a syringe filled with air. Then we put the cannula through the scope with a thumb on the end and without suction through the working channel. We applied the hemospray to the end of the cannula and turned on the red knob on the button. When it was time to eject the hemospray, we turned the knob on the top and with a pulsation movement the spray was ejected. The spray wouldn't work, so we did everything again with a different cannula. When this wouldn't work, again, we tried a whole different set. We did everything again like the last time (dried work channel, thumb on cannula, turning knobs) and again the spray wouldn't come out. We checked both hemosprays out of the patient and they wouldn't work. We stopped the procedure and hoped the bleeding would stop and we looked again the day after. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient required a longer stay on the medium care for extra monitoring. A subsequent emdr report will be sent to capture the second device malfunction.